Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell off a bike while wearing the pump and as a result the touch screen became shattered, and unresponsive and subsequently the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose was 116 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unresponsive touchscreen issue was verified. Based on the analysis, the alleged wake button issue could not be verified.